Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes underfilled. No report of medical intervention or serious injury.